Manufacturer narrative:
Returned device was received in great physical condition. There was a noted scratch on the left plunger case. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the primary audible alarm bgnd test. No fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with system failure. No adverse events were reported.